Event description:
It was reported that the patient developed allergy to the product. It is unclear if the lot number was requested. No medical intervention was reported. No additional information provided. No medical intervention was reported per follow up information received via email on 22apr2026, it was reported that the customer has a terrible urinary tract infection that they have been battling for months, when customer used the wicks, it would flare up and make it worse! They have been going to the doctor ever since and just cannot seem to get rid of it! Customer does not know if the wick was the cause or not, but it would be so painful, and they just could not use it anymore.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.